Event description:
The customer reported the ventilator stopped and the screen went blank during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported the ventilator and display both functioned during checkout and there was no problem found. Extended self testing and performance verification testing were completed per operating specifications and passed.